Manufacturer narrative:
Product analysis: the menu knob was confirmed to be broken off. The device failed a ventricular pace pulse noise test. The issue was attributed to the main printed circuit board (pcb). All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) menu knob was broken off. The epg was returned for service. No patient complications have been reported as a result of this event. The device tested out-of-specification on analysis.